Manufacturer narrative:
B5. Event or problem corrected.

Event description:
On february 25, 2023, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to a sensor inaccuracy.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced two hypoglycemia events with no alert asserted by the system due to a sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the system displayed a temporary mismatch between the sensor reading and fingerstick measurement for the event that occurred on february 22, 2023. It was observed that the sensor performance deviated from normal behavior around the same period, which was likely affected by the user's having infection around the sensor insertion site. The onset of the infection was reported to be around (B)(6) 2023. A sensor replacement was authorized as part of complaint (B)(4) for sensor inaccuracy issue, and a further investigation will be performed once the sensor is returned to senseonics. Investigation results will be documented as part of complaint (B)(4). At the time of event, the user did not require any medical attention and self-resolved by eating pizza and drinking a soda. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.